Manufacturer narrative:
Based on the current information provided, the cause of the misfire is unknown. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. A follow-up MDR will be submitted if additional information is obtained. Advanced stapler logs show the stapler was installed on the system 4 times and fired 4 reloads (1 green, followed by 3 blue). On each install, the first clamp was successful and the firing was complete. On installs 1-3, the firings were completed with no pauses for compression. On install 4, the firing was completed with 1 pause for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci assisted sleeve gastrectomy, the sureform 60 instrument misfired. The tissue "scrunched up" during fire, paused for compression and then continued. A large hole was left in the stomach and a pile of staples that never went through the tissue. The clinical sales representative (csr) followed up with the surgeon and learned that while stapling to create the gastric pouch after previously successful fires, there was inadequate stapler compression and after a pause for compression, the tissue "kinked." There were no errors messages noted by the surgeon. The large hole in the stomach from the misfire was revised by creating a new staple line proximal to the original/injury. The amount of unexpected bleeding was small, and no transfusion was required. After the revision, the staple line was found to be negative for leaks based on a dye test using indocyanine green (icg). The procedure was completed robotically, and this event was said to cause a delay of greater than 30 minutes.